Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Plastic. Was sterility compromised as a result of the packaging damage? Yes, it was.

Event description:
It was reported that during the colorectal surgery, before the device was used on the patient, it was noted the plastic part of the packaging was damaged and the sterility was comprised. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.